Event description:
It was reported that intermittent undersensing was observed. Atp therapy was delivered three times but vt terminated spontaneously without shocks. Rotation of the device and leads within the pocket was noted. Lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.